Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 stapler did not work during the procedure. Another device was used to complete the case. There was no consequence to the pt.